Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended using socks to pad their shoulders and keep electrodes off skin for the skin irritation. Follow up indicated that the skin irritation improved.